Manufacturer narrative:
Correction: h1 - was erroneously reported as serious injury, and should have been reported as malfunction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardiac monitor exhibiting post-paced t wave over-sensing. Programming adjustments were made. There were no patient consequences.